Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was an overinfusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced flow issue. The following information was provided by the initial reporter: nicardipine 40mg in 200ml of ns was to infuse at 25ml/hr over 8 hours. The drug is titratable and was started at 5mg/hr which would have been approx. ¿10ml/hr¿ at 0100 but after 2-3 hours the alaris pump alarmed for ail and when the nurse assessed the pump found the IV bag and tubing dry. The event occurred on night shift and the nurse was not available, however the bd team spoke with the nurse who assumed care of the patient during the day. The nurse reported no patient harm as the patient ended up ¿requiring a higher dose of nicardipine any way¿.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced flow issue. The following information was provided by the initial reporter: nicardipine 40mg in 200ml of ns was to infuse at 25ml/hr over 8 hours. The drug is titratable and was started at 5mg/hr which would have been approx. ¿10ml/hr¿ at 0100 but after 2-3 hours the alaris pump alarmed for ail and when the nurse assessed the pump found the IV bag and tubing dry. The event occurred on night shift and the nurse was not available, however the bd team spoke with the nurse who assumed care of the patient during the day. The nurse reported no patient harm as the patient ended up ¿requiring a higher dose of nicardipine any way¿.